Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional information: product analysis : visual and optical examination of the ibt balloon identified a radial sharp cut perpendicular to the ibt shaft at the proximal lobe of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters. The above observations are consistent with in vivo contact with sharp object.

Event description:
It was reported that the balloon was prepped and inserted into the patients vertebral body. Upon inflation, the psi rating reached 400 and inflated 2 cc. The balloon popped and physician had difficulty getting the balloon out of the cannula. Part of the balloon remained in the patients vertebral body and could not be retrieved by the surgeon. The surgeon cemented the vertebral body with bone cement. Patient complications were reported unknown.